Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission and electrogram (egm) revealed that the pacemaker exhibited intermittent atrial under-sensing on atrial tachycardia/atrial fibrillation (at/af) detection episodes. No interventions or changes were performed and no patient consequences were reported.